Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: c, d2, d3, g1, g4, g6 and h2.

Manufacturer narrative:
Correction : d2. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported having an allergic reaction after using the binaxnow covid-19 antigen self test nasal swab. The customer experienced the following reactions: puss in eyes (both) and a swollen gland looking like a blister on the cheek lasted for five (5) days. The customer stated she had antibiotic drops, which she had used to put in the eyes. Unfortunately, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.